Event description:
It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured at 12 atms. The number of inflations is unknown. The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad. No patient injuries or complications were reported.